Event description:
The manufacturer received information alleging a ventilator alarmed and would not start. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's 50-pin connector was loose. The connector was re-attached to address the issue. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.